Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a feeding procedure in 2007. According to the complainant, the locking adapter got chipped though excess force was not applied. Another device was used to replace this device (device unknown). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."